Manufacturer narrative:
Sample was serum. No other details were provided. Na and co2 qc prior to the event were within the lab's established ranges. Na and co2 qc after the event were out of range high. Bci field service engineer noticed bubbles in the ratio pump and identified the cause as a stripped fitting at the ise reference reagent. Fse replaced the fitting and straws, and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) to report the lab's unicel dxc 800 pro synchron chemistry analyzer generated false sodium (na) and carbon dioxide (co2) results on three (3) patient samples. These results were not reported out of the lab. Subsequent testing on an alternate instrument generated different results and these were reported out of the lab. The customer provided test results only for two (2) patients. No effect on patients was reported.